Manufacturer narrative:
Follow-up #1 and final report submitted to update sections and based on the results of investigation. "Reported event: it was reported that handpiece did not work. Issue was noticed during case, therefor there was no case delay and no patient harm. Device history review: review of device history records indicate (B)(4) devices were manufactured under lot k093e and (B)(4) including 4201666 were accepted into final stock on 03/15/2017. A review of (B)(4) revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to parts in lot number k093e, p/n 209063 shows 1 other complaint(s) related to the failure in this investigation. The complaint investigations are: (B)(4) . Visual inspection: visual inspection revealed no physical damage of unit. The screw was outside of the unit. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Functional inspection: the handpiece motor and electronics function as intended. Conclusions: the screw holds the handle in place. If the screw backs out then the handle can fall. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that (B)(4) and CAPA (B)(4) are associated with the failure mode reported in this event."

Event description:
Mics hand piece malfunction .during posterior chamfer cut for tka procedure, grey hand piece came unscrewed from the mics handle and fell on to the field.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics hand piece malfunction .during posterior chamfer cut for tka procedure, grey hand piece came unscrewed from the mics handle and fell on to the field.